Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with infusion set on 25-jun-2024. The blockage was located at the tubing and occured while filling the tubing no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.